Event description:
It was reported that user found a foreign object inside the sterile package before its use. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
The device was returned to olympus. The evaluation has not yet taken place and the investigation is on going. However, an image was provided by the customer confirming the existence of a foreign material inside the packaging. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An examination of the package revealed there was a loose piece that appeared to be the same color and material of the dilator clip at the proximal end of the device and was located near the distal tip of the device. The device was inspected for damage while still inside the sterile barrier and there were no signs of damage. It was confirmed that a loose piece was in the package. It was likely the same material as the dilator clip. There was no indication that during the assembly process that a part broke off causing the foreign material inside the pouch.